Event description:
Reporter alleged blood glucose results measured 500 mg/dl on one particular test strip vial compared to a result of 230 mg/dl using a different vial of test strips when testing was performed 5 minutes apart. Customer stated taking insulin based on the original vial's readings and becoming incoherent three hours afterwards, however, could not provide specific readings taken at the time. As a results of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.